Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg failed to establish communication with external devices post an unrelated procedure. Troubleshooting was tried to no avail. In turn, the ipg was deemed inoperable. Surgical intervention may occur later to address the issue.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Therapy was restored for the patient postoperatively.